Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's vns was adjusted in clinic and high impedance was found and patient was admitted to hospital. System diagnostics also showed output status limit. The patient underwent surgical exploration and after removing the stimulator, a stimulator diagnosis was performed, which showed that the stimulator was normal. But after connecting to the lead, the system diagnostics still showed high impedance. Therefore, it was suspected that the lead was the problem. After replacing the lead, the system diagnosis and parameters were normal. An increase in seizures below pre-vns baseline was also reported in relation to the high impedance event. Representative later reported that the lead was discarded. No other relevant information has been received to date.